Event description:
It was reported to philips that the shutters were closed, which can impact the imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was completed in the same mode. The philips filed service engineer (fse) performed an onsite inspection and confirmed that shutters was unable to open in landscape mode. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found that the shutter and wedge joysticks were functioning normally in diagnostic mode. The fse verified that the collimators operated correctly in both landscape and portrait modes and confirms that the collimator may not function if the detector is not fully aligned in landscape or portrait mode, and that the issue may have occurred due to the detector being rotated by the user. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned as the issue did not affect the procedure. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.